Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken/loose cable to be related to the customer reported complaint. The instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. The loop of the wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged and the instrument passed an electrical continuity test. Additional findings not reported by site: the instrument was found to have a broken bipolar yaw pulley. Broken pieces are missing as a result of breakage. Size of missing pieces is approximately 0.068 x 0.148 and 0.068" x 0.140". This failure is typically associated with mishandling/misuse, such as excess force applied to the distal end of the instrument.

Event description:
It was reported that during a da vinci assisted nephrectomy procedure, the long bipolar forceps was not working. The procedure was completed and there was no patient injury.